Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reported after gaining radial access and inserting the wire, patient flinched and the sheath was advanced over the wire. Physician tried to remove the wire as he saw that it kinked but could not get it out until he pulled on it so hard it broke. Physician had to pull a snare to remove the part of the wire that stayed in the patient's arm after it broke. Snare was used to remove the part of wire that stayed in. The event forced to stop procedure. No patient details or injury was reported. No further information is provided.